Event description:
It was reported that the pt presented to office visit due to pt alert for hv lead impedance out of range. The high impedance was through one instance then it returned to normal. No resolution was needed.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents enhancement to the reporting criteria going forward.